Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a mantis was used in an endoscopic submucosal dissection (esd) procedure performed on (B)(6), 2025. During the procedure, the clip deployed wrong. The device was changed, but there was no information as to what device was used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location. Block h11: the returned mantis clip was analyzed, and the device was returned with the clip assembly detached from the bushing but still attached to the control wire, indicating soft deployment, and microscopic inspection confirmed that the first activation had not been performed. No other problems with the device were noted. The reported event of clip premature deployment was confirmed. Upon analysis, it was found that the device returned with evidence of soft deployment and no activations, indicating that the capsule became detached from the bushing and lost its ability to open and close properly, possibly due to device insertion into the scope, physician technique, or unrecorded impacts during preparation, with the joint capsule bushing likely detaching as a result of an external force impacting the joint. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a mantis was used in an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure, the clip deployed wrong. The device was changed, but there was no information as to what device was used. There were no patient complications reported as a result of this event.